Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low and high blood glucose fluctuations of 40 mg/dl to 60 mg/dl and then went up to 265 mg/dl. Customer wanted help to change her pump settings however, troubleshooting informed customer that only a doctor can change settings. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. Customer wanted to perform a high pressure test but did not have a clamp. She will call back when clamp received to perform the test. Customer was also advised to monitor pump and follow up with doctor regarding blood glucose fluctuations and settings change.